Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7 xs the scissor blades would not move. When the scissor blades were observed, it was noticed that the tubing at the end of the scissors was torn. The torn area expanded and contracted according to the opening and closing of the handle.